Event description:
It was reported that a user experienced persistent hyperglycemia while using an ilet system, with glucose remaining above 350 mg/dl for several hours despite announcing two meals, and the user subsequently expressed dissatisfaction and discontinued use; customer support provided troubleshooting including a recommendation for a full supply change due to a potential bent cannula and early algorithm adaptation. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site or cannula issue and early device adaptation as potential contributors, but no definitive device malfunction identified. No symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no healthcare utilization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.